Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection noted a crack on the minicap rim. Dimensional inspection was performed with no issues noted. Functional testing was performed and failed the leak test. The reported condition was verified and the cause is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had an iodine leak from a cracked minicap. There was no patient injury or medical intervention reported to be associated with this event. No additional information is available.